Manufacturer narrative:
Analysis of historical records (B)(4). According to orthofix srl historical records, this is the first notification received from this specific device lot. Technical evaluation the technical evaluation on the returned device, received on february 5, 2016, is currently on going. Medical evaluation the information available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently on going and will be finalized once the results of the technical evaluation and/or further information on the case are available. Orthofix srl has requested further information on the event such as copy of operative reports, copy of x-rays images, and information on patient current health condition. Unfortunately, this information has not yet made available. The distributor explained that the fixator used for the exchange is a device of regular production, duly released by orthofix srl. This device was used by the distributor for demonstration purposes. As soon as further information and/or the results of the technical evaluation will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital; surgeon's name: dr. (B)(6); date of surgery: (B)(6) 2016; body part to which device was applied: hand/arm; surgery description: correction; patient's information, (B)(6), male, previous health condition: radial club hand; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: upon placement of pin/pins the surgeon discovered problems with the "gears" of the device. They did not move smoothly and he decided to not use the device. As our account manager had previously visited the surgeon showing our own demo model, the surgeon knew precisely how the fixator worked. For instruction purposes to the or nurse our demo model was left behind. And, the surgeon decided to sterilize and take our demo model for patient usage, as he would not postpone the operation of a small child. Please note that the "demo model" used is a "normal" product and as such caused no problem in usage for the surgeon. The complaint report form indicates: the surgery was not completed with used device; a replacement device was immediately available to complete surgery; the event led to a clinically relevant increase in the duration of the surgical procedure: for sterilization of the swemac osmedic owned device another 30 minutes were used. In total this exchange took approx. 60 minutes of extra anaesthesia; an additional surgery was not required; copies of the operative report are available (not received); information on patient current health condition: not relevant. On february 5, 2016, orthofix srl received the following additional information from the distributor: the operation was on the (B)(6). There was adverse effects on patient: the operation/anaesthesia was prolonged for more than 60 minutes. We will try to get copy of the material (copy of operative reports and x-rays) from the hospital the device on the patient is not a demo product and it is therefore not marked for non-patient use. (B)(4).

Manufacturer narrative:
Analysis of historical records (information already provided): orthofix (B)(4) checked the internal records related to the controls made on the device code m511 lot v1416213 before the market release. No anomalies have been found. The original lot, manufactured in december 2015, was comprised of (B)(4) units. Seventeen of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation: the returned device, received on february 2, 2016 was examined by orthofix (B)(4) quality engineering department. The device was subjected to visual, dimensional and functional check as per orthofix (B)(4) design and product specifications. The part did not apparently evidence visual defects. The functional check of the device returned for investigation evidenced that it was not functioning as intended. The defect notified was confirmed. The device was then disassembled to check the single components. The dimensional check performed on the components inside the device, confirmed that one component, the worm screw code ref. 600515, was not conforming. The angle of the worm gear was incorrect on one side due to a supplier manufacturing error. Orthofix failure analysis concluded that the root cause of the failure is a non-conformity of one of the components of the device code m511, due to a supplier manufacturing error. The movement of the gear is still possible, but it is not as smooth as intended; therefore, the torque required to turn it is higher than intended. (Please also kindly refer to MFR report number 9680825-2016-00045). Medical evaluation: the information made available on the case together with the results of the technical investigation, was sent to our medical evaluator. Please find below an extract of the medical evaluation: "we do not know if the device was new or had been serviced after previous use. It is possible that some foreign or organic material got into the gearing system and caused it to operate in a jerky manner. We cannot really say any more until we see the device. Beyond the extra anaesthesia the patient came to no harm and the operation was completed as planned. In the recent images the timescale is not clear, but assuming that the left image is before the others, does seem that the ulna has shortened between the two images. We cannot say more about this case. However, I have said before that the use of the dorso-palmar and radio-ulnar locking screws in this fixator may not be correct in some cases, and this may result in loss of correction." Additional medical evaluation based on the results of the technical analysis: "I see that the m511 had a slightly defective gear, so that it could be turned, but was a little stiff. When under load this stiffness would have become greater and the movement would have become blocked. We are not sure what has happened to the patient in this case, but the treatment had to be stopped with this device. This was a radial club hand, and the timing of correction is not critical. A third fixator was applied. It would be good to know that treatment is now continuing normally. If this is the case nothing will have been lost, although the parents and child have been put through more distress as a result of these failures. There will be no permanent damage to the child and finally the treatment will conclude as anticipated. The x-rays as before are difficult to interpret, because the view is different in each image. It seems that the 3rd image, shows the hand in a better position relative to the forearm, which is the object of this treatment. Provided that the 3rd fixator is functioning normally, I do not consider that the patient has come to significant harm, beyond discomfort." The distributor explained that the fixator used for the exchange is a device of regular production, duly released by orthofix (B)(4). This device was used by the distributor for demonstration purposes. Final comments: the results of the technical evaluation evidenced that the root cause of the failure is a non-conformity of one of the components of the device code m511, due to a supplier manufacturing error. The movement of the gear is still possible, but it is not as smooth as intended; therefore, the torque required to turn it is higher than intended. The medical evaluation evidenced as follow: "I see that the m511 had a slightly defective gear, so that it could be turned, but was a little stiff. When under load this stiffness would have become greater and the movement would have become blocked. We are not sure what has happened to the patient in this case, but the treatment had to be stopped with this device. This was a radial club hand, and the timing of correction is not critical. Provided that the 3rd fixator is functioning normally, I do not consider that the patient has come to significant harm, beyond discomfort." Based on the results of the technical evaluation performed on the returned device, that evidenced the non-conformity of one of its components to orthofix (B)(4) specifications, and on the evidences deriving from the medical evaluation, orthofix (B)(4)can confirm that the following action has already been implemented: orthofix (B)(4) is performing a corrective action on the potential non-conforming products, available in orthofix (B)(4) stock, to segregate, dispose and/or rework them and correct the cause at the supplier; orthofix (B)(4) performed a risk assessment on the products that are currently on the market to evaluate the necessity to implement any action on the market. The result of the evaluation does not require any further action. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital; surgeon's name: dr. (B)(6); date of surgery: (B)(6) 2016; body part to which device was applied: hand/arm; surgery description: correction; patient's information, (B)(6), male, previous health condition: radial club hand; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: upon placement of pin/pins the surgeon discovered problems with the "gears" of the device. They did not move smoothly and he decided to not use the device. As our account manager had previously visited the surgeon showing our own demo model, the surgeon knew precisely how the fixator worked. For instruction purposes to the or nurse our demo model was left behind. And, the surgeon decided to sterilize and take our demo model for patient usage, as he would not postpone the operation of a small child. Please note that the "demo model" used is a "normal" product and as such caused no problem in usage for the surgeon. The complaint report form indicates: the surgery was not completed with used device; a replacement device was immediately available to complete surgery; the event led to a clinically relevant increase in the duration of the surgical procedure: for sterilization of the swemac osmedic owned device another 30 minutes were used. In total this exchange took approx. 60 minutes of extra anaesthesia; an additional surgery was not required; copies of the operative report are available (not received); information on patient current health condition: not relevant. On february 5, 2016, orthofix (B)(4) received the following additional information from the distributor: the operation was on the (B)(6). There was adverse effects on patient: the operation/anaesthesia was prolonged for more than 60 minutes. We will try to get copy of the material (copy of operative reports and x-rays) from the hospital. The device on the patient is not a demo product and it is therefore not marked for non-patient use. On april 19, 2016, orthofix (B)(4) received the following additional information from the distributor: the fixator applied on 29 january 2016 worked well in the beginning of the distraction/correction period, but it "re-bound" during distraction so that the lengthening was lost. Clinically it is evaluated that length/distraction has been lost respectively the achieved correction/alignment. The fixator was then exchanged with a new fixator on 13 april 2016 (the attached x-rays are taken before the new correction and before the exchange of the m511). The fixator, which was replaced, has not yet been sent to us from the hospital - they have promised to return it asap. Copy of x-ray images. (B)(4).